Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a non working doppler. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
"The doopler device iabp is a separate device. There was no reported problem with the operation of the iabp. The doppler device was not a getinge product, it was from a different manufacturer." Complaint record is being closed/cancelled as the information received does not meet the definition of a complaint. Corrected entire sections to blank: b, d, e, g, h updated sections: b4, g3, g6, 2, h10, h11.

Event description:
The doopler device iabp is a separate device. There was no reported problem with the operation of the iabp. The doppler device was not a getinge product, it was from a different manufacturer. Complaint record is being closed/cancelled as the information received does not meet the definition of a complaint.

Event description:
N/a